Event description:
Caller reports lancet did not retract after firing the softclix plus device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).